Manufacturer narrative:
Additional information was received on the event on may 23, 2019. During the procedure the patient had complete av heart block. The physician thought that the conduction system might recover somewhat in time; however, the patient required pacemaker implantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  The manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. (B)(4). Concomitant product: carto 3 system; us catalog #: fg540000; serial #: (B)(4). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered heart block av requiring surgical intervention. During the procedure, heart block av was discovered and confirmed with electrocardiogram (ECG). A pacemaker was implanted. The patient was reported to be in stable condition and kept overnight for observation purposes. Patient¿s outcome is unchanged. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related.